Event description:
It was reported that pre-op, nim console was not communicating with interfaces properly. There was no patient involvement.

Manufacturer narrative:
H3: product analysis found that reported fault confirmed. Device was not connecting with console via wired connection. Patient interface mainboard pcba faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI #: (B)(4); product analysis of product ID: nim4cpb1, serial/lot #: (B)(6) found that reported fault confirmed. Device was not connecting with console via wired connection. Patient interface mainboard pcba faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: annex codes b17, c20 and g02030 are applicable to product ID: nim4cm01. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: additional product analysis of product: nim4cpb1, s/n: (B)(6)/ 225418488. Electrode terminals on afe board came off. Antenna's cable kinked. Other devices: product: nim4cm01, serial/lot number: (B)(6)/224998682, UDI: (B)(4). Analysis results have been submitted under regulatory report# 1045254-2024-02223. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating nim vital kept repeating the boot up cycle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.